Event description:
Complainant alleged that during biomed testing the device displays a "system fault 36" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device for evaluation and this compliant is still under investigation.